Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ blunt filter needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported that during use of the bd¿ blunt filter needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one used sample attached to a syringe was returned for evaluation. The returned sample was visually inspected. There is a piece of white foreign matter inside the tip of the needle. It is too large to have come through the filter of the needle. Ftir analysis was completed on the white piece of material inside the barrel of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyisobutylene which has a wide range of uses. It is not used in the manufacturing area of the needle assembly department therefore root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #6363894 regarding item #305211a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot #6363894 regarding item #30521104. A device history record review was completed. Assembly batch 6363518 had 150 visual inspections performed on 7,650 parts with zero defects noted. Cleaning was performed 18 times per procedure during the assembly of this batch. No quality notifications were written for this batch, nor for the associated assembly batch.